Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method,code), h10.

Event description:
It was reported that maintenance code 5 issue occurred with the cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse powered the iabp 'on' and the iabp immediately alarmed for maintenance required code #5 thus confirming reported complaint. The fse proceeded with troubleshooting and replaced the main board and datasets. While completing helium mounting portion of visual inspection, it was discovered that the helium tank valve knob was damaged, so it was replaced. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that maintenance code 5 issue occurred with the cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.